Event description:
It was reported that "xia3 screw wouldn't accept a blocker; heard a "cracking sound" when trying to torque. Tried with 2 different blockers and wouldn't work."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: device history review; functional evaluation; complaint history review; risk assessment; results: the customer event of a threading issue of a xia 3 titanium polyaxial screw was not confirmed via functional and visual inspection. The tulip threads were not damaged. Some threads had burrs but nothing indicated any problems with the threading. This means that the screw was implanted at maximal angulations and was tightened several times. In a functional evaluation, a xia blocker was threaded into the tulip with a torque wrench at 12 nm without any complications. Conclusion: the most probable factor that caused the blocker not to thread is excessive load during blocker insertion or misalignment.

Event description:
It was reported that "xia3 screw wouldn't accept a blocker; heard a "cracking sound" when trying to torque. Tried with 2 different blockers and wouldn't work."